Manufacturer narrative:
Device evaluated by MFR: the device was discarded, thus no investigation could be completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to noise on the lead. A right ventricular (rv) lead was present within the patient, but was not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the ra lead to provide traction. The ra lead was originally implanted on the right side, which involved a 90 degree curve in the patient's vasculature. The physician began by using a spectranetics 14f glidelight laser sheath, and switched to a spectranetics 11f tightrail rotating dilator sheath to make the curve. Once in the superior vena cava (svc) region, the physician switched back to the 14f glidelight, and while having only 3-5 cm left to reach the tip of the ra lead, the laser broke through the binding site and jumped forward slightly. The ra lead freed and was removed. The patient''s blood pressure dropped and rescue efforts began immediately, including chest compressions and inflation of a rescue balloon within the svc. A growing pericardial effusion was noted via transesophageal echocardiography (tee). A pericardiocentesis was performed and the patient''s blood pressure stabilized. A sternotomy was performed, and a small posterior perforation (size of a dime) was noted in the svc. The patient was placed on bypass, the perforation was successfully repaired with suture, and the patient''s chest was closed. A new ra lead was implanted and the patient was sent to ICU, surviving the procedure and rescue. This report captures the 14f glidelight in use when the svc perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.